Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter for the patient claimed that the alleged inaccuracy began on ¿2 weeks ago¿, when the patient reported obtained alleged inaccurate erratic results of ¿321, 492, 252, and 575mg/dl¿ on the subject meter performed more than 20 minutes of each other. The patient manages his diabetes with insulin (non-adjuster) and stated that one morning in the end of june he exercised as a result of the alleged issue. The reporter for the patient denied he developed any symptoms. The reporter for the patient detailed that at the ¿end of june¿ he called an ambulance, had his blood glucose tested on an emergency medical service meter and obtained a blood glucose result of greater than 500mg/dl. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure and the results taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter, and may have altered his medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes.